Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event meets the definition of a reportable event per 21 cfr part 803. We´ve checked the grip between the incoming implants and the implant driver. The grip is well and the described problem could not be confirmed.

Event description:
It was reported that there was no friction between the a dental implant and an ev implant driver, resulting in two implants that fell out and could not be used. Treatment was not completed successfully and an additional session is needed.